Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00166 on 07/31/2017 for a false low (B)(6) intact parathyroid hormone (ipth) result patient result. (B)(6) 2017 - correction: the catalog # 10699154 (100 tests) initially stated was incorrect. Siemens has confirmed with the customer that the correct catalog # is10699155 (500 tests). Siemens is investigating the incident. The instruction for use (IFU) under the interpretation of results section states the following: 'results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) under the limitation section states the following: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these 2 elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." MDR 1219913-2017-00173, MDR 1219913-2017-00173 supplemental report 1, and MDR supplemental report 2 was filed for the same event.

Manufacturer narrative:
The cause for the false low advia centaur xp intact parathyroid hormone (ipth) result is unknown. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: 'results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) under the limitation section states the following: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these 2 elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." MDR 1219913-2017-00173 was filed for the same event.

Event description:
A false low advia centaur xp intact parathyroid hormone (ipth) result was observed by the customer on a patient (baby), and confirmed low with an alternate ipth test method. The low ipth result was questioned by the physician, the patient was redrawn, and the ipth result when run on another advia centaur system was normal. A corrected report was issued. Patient treatment was not altered or prescribed or adverse health consequences due to the discordant advia centaur xp ipth result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00166 on 07/31/2017 for a false low advia centaur xp intact parathyroid hormone (ipth) result patient result, and MDR 1219913-2017-00166 supplemental report 1 on 09/20/2017 for a catalog number correction. 09/21/17 - additional information: the cause for the falsely low discordant advia centaur xp intact parathyroid hormone (ipth) result patient result is unknown. The customer's quality control (qc), and ipth assay calibration were valid at the time of the incident. The patient's result when redrawn, and repeated five days later was normal. Siemens cannot rule out pre-analytical factors as the potential cause of the falsely low discordant. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results section states the following: 'results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) under the limitation section states the following: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these 2 elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." MDR 1219913-2017-00173, MDR 1219913-2017-00173 supplemental report 1, MDR 1219913-2017-00173 supplemental report 2, and MDR 1219913-2017-00173 supplemental report 3 was filed for the same event.